Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch verio iq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during ¿(B)(6) 2013.¿ the patient reported using self adjusting insulin (humalog) to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However the patient reported on a unknown date and time, the patient was treated in the emergency room (ER). The patient reported a reading of ¿300¿s mg/dl¿ was obtained on an unknown meter and the patient was treated with an increased dose of insulin. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The patient was unable to charge the subject mete since it had been previously disposed of. When the cca educated the patient on the auto shut off function, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue, she was unable to test and therefore required an intervention from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.